Event description:
Received follow up information stating that patient noticed a hole in the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).